Manufacturer narrative:
The product was returned and evaluated by co. The eval included a visual examination and testing for patency, pressure/flow characteristics, preimplantation pressure and siphoning. A blood-like material was present in the inlet occluder area, main dome area, membrane casing/seat areas in-between the rein-forced sheeting and the base. There was a clear residue on boht upper and lower membrane seat areas of the delta siphon control. The product met co medical specifications for pressure/flow. The presence of the blood-like material under the membrane seat area is likely to have caused the low pressure/flow values.

Event description:
Pt suffered from severe overdrainage.